Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm occurred, and the motor passed the motor test. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 257 mg/dl. The caller did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The caller also mentioned that the customer experienced high blood glucose earlier that afternoon but was able to resolve the issue. She declined to troubleshoot for the high blood glucose event, stating that the issue may have been his fault. She treated him with a bolus. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.